Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There was one other similar complaint reported in the lot. Additional information was requested by email on 10/03/2011. A completed questionnaire was received on 10/20/2011. Additional information was received on 10/26/2011. (B)(4).

Event description:
A physician reported that one week following intraocular lens (iol) implant surgery, he noted a broken haptic. The iol was exchanged and a suture was used. The surgeon also reported the patient has "developed an astigmatism, which is very disturbing for her binocular perception" and causes blurred vision. The physician reported the patient also sees floaters. In a follow-up, the physician reported the patient is doing well and has visual acuity of 1.0 (20/20) vision.